Event description:
One (1) eclipse homepump 175 ml/hr 250 ml volume, model #e251750, lot #0202430488, had 2 holes in the elastic membrane that leaked when filling with 0.9% sodium chloride. Leaking occurred at approx 210 ml, fill volume on (B)(6) 2016.